Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced infusion set pull out issue on (B)(6) 2026 due to tubing caught with pants. This issue resulted in hyperglycemia. The blood glucose level was 377 mg/dl and the patient was treated with correction bolus. No further information is available.